Event description:
Related manufacturer reference number: 1627487-2021-00873, related manufacturer reference number: 1627487-2021-00875. This event is being filed to report an event wherein a patient experienced wound dehiscence at the lead insertion site. Surgical intervention was undertaken to revise the wound. Surgical intervention addressed the issue. This event was captured within a literature review. Date of the procedure is unknown.

Manufacturer narrative:
A patient experienced wound dehiscence at the lead insertion site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.